Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During remote follow-up, episodes of non-sustained left ventricle oversensing due to t-wave oversensing was noted. The device was reprogrammed and the issue resolved. The patient's condition is stable.